Event description:
It was reported that the left ventricular lead exhibited loss of capture. An x-ray image revealed the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.